Manufacturer narrative:
The device history records for the sam 500p was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 500p passed ¿out qat from heartsine technologies on the 1st june 2015. Upon receipt the instructional leds would not illuminate, which confirmed the reported fault. Visual inspection revealed the membrane tail was not correctly aligned within the j11 connector, which had resulted in the misalignment of the j11 pins with the membrane tail tracks and the subsequent failure of the instructional leds to illuminate. The fault was resolved after correctly reinstalling the membrane into the j11 connector. Heartsine records indicate the device had performed to specification during out qat testing on the 1st june 2015, indicating that the membrane tail had made sufficient contact with the j11 pins at this time. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a new sam 500p.

Event description:
There was no patient involved in this event. When the device is switched on the led indicators do not light up. Only the green status led flashes.

Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer).

Event description:
There was no patient involved in this event. When the device is switched on the led indicators do not light up. Only the green status led flashes.